Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. Customer reported a blood glucose (bg) level of 258 (mg/dl). Customer administered a correction bolus to address elevated bg level once the alarm cleared.